Manufacturer narrative:
Device passed functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected the hrm task did not grant motor power in reasonable time alarms were noted. Motor was tested outside device, and it passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that multiple error alarm. Customer's blood glucose value was 99 mg/dl at the time of incident. The customer was assisted with troubleshooting for multiple pump error. Device will return device for analysis.